Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Investigation was performed on the user's data available in data management system (dms). The customer complaint was investigated and the inaccuracies were likely result of incorrect calibration of system. The customer was likely not using the system as intended. No further investigation was required for this complaint.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where patient experienced a hyperglycemia event with no alerts from the system and differences in glucose readings. The user reported that the blood glucose values was 409 mg/dl and sensor glucose value was 99 mg/dl. The patient did not require any medical treatment because he had no symptoms.